Manufacturer narrative:
(B)(4). No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarms. Customer¿s blood glucose was unknown. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that they cannot fit the reservoir in the reservoir compartment. Customer stated that the drive support cap was normal. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.